Event description:
It was reported that the patient started to experience an increase in seizures about a year after having the vns implanted. Due to this the patient then had their device disabled. Since the disablement the seizures have only gotten worse and now the patient is having dropped seizures which are new for him since being implanted. The patient was referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received that the patient had their generator explanted due to the vns no longer being desired, ineffective treatment, pain and increased seizures.